Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The front bezel was replaced to address the reported issue.

Event description:
The customer reported that the nav-ring was inoperative. There was no patient involvement.